Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported that on (B)(6) 2019, the g6 continuous glucose monitor (cgm) was giving weird readings that kept the patient awake at night. The cgm was reading low, so the patient treated herself with apple juice. The cgm readings continued to remain low, so the patient treated herself again with apple juice. Patient then decided to check her blood glucose (bg) which was 269 mg/dl. Patient then removed sensor due to the inaccuracies. On (B)(6) 2019, patient took herself to the emergency room due to experiencing borderline diabetic ketoacidosis, where patient was treated with fluids and potassium. It is unknown if the patient was wearing a sensor at the time of the medical intervention, but it was alleged that the inaccuracies experienced from (B)(6) 2019 contributed to the medical intervention. At the time of contact, the patient felt ok and was on bedrest. No additional event or patient information is available. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid.